Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with shots.the customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 600 mg/dl. The customer stated that there is crackon the screen, the upper right corner is crack about 1/4 of inch. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip. Visual inspection shows that damage to the upper right corner of the lcd screen is a scratch, not a crack.